Event description:
A user facility reports that were unable to load an intraocular lens (iol) correctly in the cartridge of the iol delivery system. There was no patient impact/injury associated with this event. Additional information has been requested.